Event description:
It was reported that an unspecified number of bd angiocath¿ cateter intravenoso periferico 24ga x 0.75¿ (0.7 x 19mm 17ml/min) experienced catheter splitting/cracked/shearing/frayed and leakage which were noted during use. The following information was provided by the initial reporter: peripheral intravenous catheter no. 22, it does not have good lubrication, making puncture difficult and facilitating the technician to lose the venous access. On access, the catheter does not progress, damaging the patient's skin. The catheter fractures, causing blood leakage from the side of the catheter; it increases the risk of leakage of chemotherapy and other drugs due to the injured blood vessel.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/13/2020. H.6. Investigation: bd received a 24 gauge angiocath unit from lot 9157760 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer observed that the unit appeared to be unused but in an opened package. Next, the needle tip was inspected and found to be within product specifications. The unit was then tested for needle tip penetration, catheter slip and leakage but no issues were found. Based off the visual inspection and testing the engineer was unable to verify the reported failure modes. Since no issues were found during investigation a definitive root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd angiocath¿ cateter intravenoso periferico 24ga x 0.75¿ (0.7 x 19mm 17ml/min). Initial reporter first name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd angiocath¿ cateter intravenoso periferico 24ga x 0.75¿ (0.7 x 19mm 17ml/min) experienced catheter splitting/cracked/shearing/frayed and leakage which were noted during use. The following information was provided by the initial reporter: peripheral intravenous catheter no. 22, it does not have good lubrication, making puncture difficult and facilitating the technician to lose the venous access. On access, the catheter does not progress, damaging the patient's skin. The catheter fractures, causing blood leakage from the side of the catheter; it increases the risk of leakage of chemotherapy and other drugs due to the injured blood vessel.